Manufacturer narrative:
Pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test and excessive no delivery test or verify operating currents, no delivery/occlusion alarm, possible over delivery and possible under deliver due to motor error alarms. Insulin pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low and high blood glucose levels, with blood glucose of 42 to 251 mg/dl at the time of the incident. The customer was at 581 mg/dl at the time of the call. The customer was used a manual injection to treat the highs. The customer was wearing the insulin pump during the incident. Troubleshooting was completed for the highs. Customer states the pump is under and over delivering. Customer has been having lows, highs, and no delivery alarms. The customer treated the lows with food and juice. The customer also noted that the piston in the reservoir compartment was loose. The insulin pump will be returned for analysis.